Event description:
Additional information was received from the patient. It was reported that the device was working, the patient just has not found the right program for relief for walking and standing. The patient met with a manufacturer representative (rep) on may 29 and more programs were added that seem to be working. The patient said there really was no lack of therapy, just not any programs that worked. The patient was seeing someone again on june 13. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated they have never had therapeutic benefit since being implanted. Prior to the call the patient said that they met with a manufacturing representative (rep) 3-4 weeks ago and had more groups added so now the patient has groups a-c. The patient said he had already tried all 3 groups/increased stimulation on reach group, but group b and c weren't as effective as a, so he was currently on a. During the call the patient checked their settings and the ins was on and the patient was on group a (program 1). It was reviewed with the patient that they can help the patient change their settings, but cannot add new setting to the device over the phone. The patient was redirected to follow up with their healthcare provider (hcp) to make an appointment with their rep. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an employee regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and degenerative disc disease. It was reported that the patient never got effective therapy since implant. It was reported that the patient¿s device wasn¿t working, and the patient was unable to set it to perform. No further complications are anticipated.